Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. The coding in h6 has been updated accordingly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider via a clinical study. It was reported that the patient reported going to the emergency room (ER) because the "pump stopped working". The personal therapy manager (ptm) device was cracked and the patient reported undergoing withdrawal symptoms due to not being able to use the ptm device. Additional information received from the healthcare provider via a clinical study indicated that the patient had nausea. Additional information was received from the patient's healthcare provider (hcp). It was reported that the patient's "withdrawal" was due to the patient's inability to use their personal therapy manager (ptm) effectively, due to a cracked screen. There were no issues noted with the system. A request was made to issue the patient a new ptm. The patient was still awaiting a ptm replacement per office visit dictation from (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine, fentanyl, and morphine via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that 2-3 days ago they were in the hospital due to "full blown" withdrawal after a fall. The patient stated, ¿it got so bad they didn't even know where they were¿ and that they ¿never want to go through that again."

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the patient had nausea.

Manufacturer narrative:
Continuation of d10: product ID 8782, serial# (B)(6), implanted: (B)(6) 2023 product type catheter product ID 8784 serial# (B)(6) implanted: (B)(6) 2023 product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.